Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and no anomalies were found. Lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lead implant, several positions were attempted in the right ventricle (rv), but the lead could not be fixed in the rv with any good measurements. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.